Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episode of noise. Review of the episode revealed noise and external source of emi. The device oversensed the external emi noise, initiating a noise reversion and causing the ICD to withhold pacing. Possible adjustments were suggested. Due to a single episode of noise, monitoring the patient can be also considered.